Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker was being in magnetic resonance imaging (MRI) mode when the auto sense test would have ran resulting in a diagnostic anomaly. No intervention and no patient status was reported.